Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device system error 322. A review of the event history log identified system error 322 messages. The cause was identified to be out of adjustment link screws which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device system error 322 (link switch error (low)). No additional information is available.